Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rexh0557 showed one other similar product complaint from this lot number. The complaints for this lot number (rexh0557) have been reported from one (B)(6)facility.

Event description:
It was reported that the catheter allegedly cracked at the insertion with the intravenous catheter remaining inside the patient. The patient was submitted to a cardiac catheterism in order to remove the remaining part which was said to have migrated to the pulmonary region, at the intra cardiac region.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed, and the cause appears to be use related. The implicated product was a 3 fr s/l per-q-cath PICC, but the product returned for investigation was a 2 fr s/l per-q-cath PICC. A break in the catheter, perpendicular to the axis of the tubing, was identified 1.7 cm within the distal tip of the strain relief sleeve on the molded catheter hub. A 26.4 cm section of 2 fr tubing was received separate from the catheter hub. The break would have occurred externally. The cross section at the proximal end of the distal catheter segment was microscopically examined and the surface was noted to be granular, dull, and uneven, which is consistent with characteristics of a break in the per-q-cath catheter material. A tactual investigation revealed a 2.0cm region of elastic weakness in the proximal end of the distal catheter segment, which indicates that the catheter was weakened from tensile stresses. A region of necking was noted within this region of elastic weakness 1.8cm distal to the break site, which would correspond with a point just distal to the strain relief oversleeve. The 2 fr tubing most likely broke subsequent to the catheter being stretched. It is unknown what caused the tubing to stretch. Care is suggested when handling the delicate size of the 2 fr tubing. Inadvertent stretching will cause the tubing to break. The product IFU provides securement techniques and a caution, which states, ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.